Manufacturer narrative:
The lead was not returned for analysis. The analysis is therefore based on the existing production documents. The manufacturing process of this electrode was examined. The production documents showed no abnormalities that could be related to the complaint. All manufacturing steps were performed correctly. In summary, no evidence is available to a manufacturing error.

Event description:
Ous MDR - it has been reported that the left ventricular lead dislodged after an implantation period of approximately 2 months. Repositioning is planned. No deterioration of the health status of the patient has been reported.